Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: versaturn, sion blue. Guide catheter: hyperion jr3.5, pb 3.5. (B)(4). The device was not returned for analysis. It was reported force was applied in the attempts to remove the device. The xience alpine everolimus eluting coronary stent system, instructions for use states: should unusual resistance be felt at any time when withdrawing the stent towards the guiding catheter, the stent delivery system and the guiding catheter should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss of or damage to the stent and / or delivery system components. The investigation determined an interaction with the previously deployed stent contributed to the resistance during advancement and the stent becoming caught on the implanted stent. Force applied as resistance was encountered during retraction would have resulted in the stent dislodging. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion in the moderately tortuous, heavily calcified, 90% stenosed mid left anterior descending (lad) coronary artery. A 2.5 x 15 mm xience alpine stent delivery system (sds) was selected for the procedure. The sds was advanced to a previously implanted non-abbott stent, met resistance and would not cross. While attempting to remove the sds from the anatomy, the stent implant become stuck in the previously implanted non-abbott stent. Force was applied to the sds in order to remove the sds from the anatomy. Once the sds was out of the anatomy, the stent implant was found to be dislodged from the balloon and located in the anatomy. Attempts to retrieve the stent implant failed and it remained lodged in the previously implanted non-abbott stent implant. The patient refused to have the dislodged stent implant removed surgically. The patient was observed in the hospital for a week and then was discharged on a regimen of aspirin, effient and eliquis. No additional information provided.